Event description:
One year postoperatively, cardiac catheterization confirmed two grafts anastomosed with aortic connectors were occluded. Ptca and reoperation were performed. The pt had a history of hypertension, mi, copd, and cad.